Manufacturer narrative:
Device not return.

Event description:
The manufacturer received voluntary medwatch (mw5113520) alleging an issue related to a ventilator. The patient was hospitalized and passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous submitted report, init. Report sent to FDA, was incorrectly marked. It is corrected on this report.